Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that a patient with acute myocardial infarction was in the cath lab and the intra-aortic balloon (iab) was prepped per instruction. When the physician went to insert the iab in the teflon sheath, the balloon unwrapped. The physician tried to wrap and tighten the iab by hand, but the balloon would not go into sheath. The physician left the spring wire guide (swg) and sheath in place in the right femoral artery and used a new iab. There was no patient death or injury reported. There was no medical or surgical intervention required. The delay in therapy is unknown. The time documented from the insertion into the sheath was less than 15 minutes. The patient outcome is listed as "good".